Event description:
Caller states the patient tested 2.7 inr on coaguchek system 1 and 1.8 inr/1.8 inr on additional coaguchek systems. Coumadin was changed based on results of 1.8 inr. No adverse event reported. Requested return of suspect device and replacement was sent. Comparison peformed in a medical facility.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1.